Manufacturer narrative:
The pipeline flex delivery system was returned for evaluation. As received, the pipeline braid was not attached to its pushwire; therefore the distal and proximal ends could not be determined. The distal and proximal dps restraints were found to be intact. The dps sleeves were found to be fully opened upward, intact and released from the pipeline braid with no signs of damage. The length of the dps sleeves was measured and found to be within specification. The ends of the pipeline braid were found to be fully opened with moderately fraying. No other anomalies were observed. Based on the analysis the clinical observation could not be confirmed. We are unable to definitively determine the cause for the reported experience, as the end of the pipeline braid was found to be released from the dps sleeves and fully opened. In addition, the dps sleeves were found opened in an upward position with no damages. It is possible that the damaged braid may have contributed to the report issues. However, the cause for damage could not be determined. Per our IFU (instructions for use): do not use the pipeline flex embolization device in vessel diameters that are larger than the labeled diameter. Select an appropriately sized pipeline flex embolization device such that its fully expanded diameter is equivalent to that of the largest target vessel. An incorrectly sized pipeline flex embolization device may result in inadequate device placement, incomplete opening, or migration. In addition, a review of this device lot history record was conducted and no issues were identified that could have contributed to this event. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
The devices have been returned and a device analysis is anticipated. A supplemental will be sent upon completion of investigation. Information received from the same report as MFR: 2029214-2016-00536.

Event description:
Medtronic received information that during treatment of an aneurysm located in the cavernous segment of the internal carotid artery (ica), two pipelines wouldn't deploy distally. It was reported that the first device (ped-500-14) would not come off the distal wings and open distally. A second pipeline (ped-475-30) was attempted and the same issue was encountered. A third pipeline was used and was implanted without issue. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.